Event description:
The customer reported to customer service that when they went to unplug the electrical adapter, the plastic protective covering came off, leaving the wires exposed. No sparking, flames, or fire were observed; no injuries were reported.

Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer's husband on (B)(4) 2012, he indicated that they did not witness any smoke, fire, sparking or melting, but stated that the screw points that hold the component together broke and the unit completely separated (transformer). They had left it plugged in for two months before ever unplugging it. The product involved in the complaint has not been received for testing/analysis. Therefore, no conclusions can be made as to the cause of the event. However, the customer stated that the transformer housing was cracked open, exposing inner electronics, which is a safety risk. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul 2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated in order to determine the root cause and will continue to be monitored. Should add'l info or the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed.